Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. This was confirmed by fluoroscopy during the procedure. The size of the pneumothorax was small to moderate amount. The target lesion was 12.3mm in size, on the right upper lobe (rul), anterior segment. In addition, the lesion was 12.3mm from the right middle lobe (rml) fissure. The patient was asymptomatic. A pigtail drain was placed for 24 hours, and the patient was admitted overnight. The patient was discharged the next day and remained stable at home. The physician believed that the ion product did not cause or contribute to the pneumothorax. In regards to the cause of the pneumothorax, the physician explained that the "fissure was crossed with needle." The physician believes the complication would have likely occurred via another modality. There was no device malfunction reported.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. On 28-oct-2022, per an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae), a system log review cannot be performed because the system logs are not available at this time. The logs are not yet available for ion system #en0018. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required a pigtail drain placement and prolonged hospitalization. Although the physician indicated that he does not believe an ion product caused or contributed to the pneumothorax, the cause of the complication is unknown. There was no device malfunction reported.